Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >2000 ohms impedance, a high capture threshold of 6.0 v, and lead fracture.